Manufacturer narrative:
G3 for the initial report was incorrectly submitted with an aware date of 05may2023 and should have been submitted with an aware date of 01may2023. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported ar (aortic regurgitation) cannot be conclusively determined through this evaluation. Additionally, the report of an accidental pump stop initiated at the system monitor could not be confirmed through the evaluation of the submitted log files. The controller event log file contained events spanning from 24apr2023 to 25apr2023. Of note, there were several pi (pulsatility index) events that filled the majority of the file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to have operated as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 4 "system monitor" outlines system monitor operations and alarm messages. The instructions for use states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." This section also explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 5 of this document explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 7 outlines system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent speed adjustments prior to imaging as part of a transcatheter aortic valve replacement (tavr) evaluation for aortic regurgitation.